Event description:
Caller reported inform ii neonate blood glucose result of 24 mg/dl, ten minutes later a result of 68 mg/dl, and two minutes later a result of 54 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.